Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an f-38 alarm was confirmed during evaluation. The assignable cause was determined to be force sensing resistors (fsr) that were out of specification. The fsrs were replaced to correct the reported condition. Additional information: a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
A customer reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.